Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an implant after connecting the leads to the device, high lead impedance and high capture threshold were observed. X-ray revealed that the rv lead was outside of the heart shadow. The lead was repositioned. After the reposition all parameters normal. The patient is in good condition. The lead remains implanted.